Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the patient had presented with increased muscle tone in 2008. An x-ray revealed that the catheter tip had migrated out of the intrathecal space and the catheter had coiled in subcutaneous tissue. The patient was treated with oral baclofen and "transidone". At about six days later, a catheter revision was performed. The distal portion of the catheter was replaced; the pump and proximal segment remained. The length was primed with the existing medication and was started at a lower rate of infusion of lioresal at 120 mcg/day. At the time of surgery the daily dose was at 260 mcg/day. The patient outcome was reported as "no injury".